Event description:
The filter had been in for 5 yrs and the physician was going to try to retrieve it since it looked tilted and possible penetration. A section of the filter broke off and the physician was only able to remove that part of filter. No problems and the pt is doing fine. Info received from medwatch report on (B)(6) 2012: the pt had a cook celect femoral vena cava filter placed in 2007, via a right groin approach, per the cardiac cath lab info. Following bariatric surgery and extensive weight loss, the pt developed tilting of the filter with penetration of the caval walls and 1-2 less within the pancreas. The pt recently underwent open cholecystectomy and was noted to have severe tilt of the filter. Given her complaints of chronic abdominal pain, possibly related to the filter, an attempt at retrieval was made. At the time of the initial venacavogram, a limb of the filter was noted to be located within the right renal vein and fractured off the main body of the filter. The fractured filter leg was snared and removed. The filter was partially repositioned, but was unable to be removed. Per the physician, the pt is doing fine.

Manufacturer narrative:
(B)(4). User facility report number (B)(4). Investigation is in progress.